Event description:
Pt was revised to address loosening of the femoral stem. Intraoperatively noted a high degree of black staining in the femoral canal once stem was removed.

Manufacturer narrative:
Examination was not possible as the device was not returned. A complaint database search finds no other reported incidents against the provided product and lot codes since its release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Should add'l info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.